Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/23/2014 - device evaluation: the device has been returned and evaluated by product analysis on 12/05/2014 with the following findings: a review of the black box indicated multiple occlusion alarms had occurred. The pump powered on normally and successfully completed a rewind, load, and prime sequence with no alarms occurring. The pump completed a 24 hour exercise test with no alarms occurring. The force resistance measurement was found to be within specification, but the force sensor calibration was found to be out of specification. The pump was opened and there was no damage found to the force sensor circuit. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.